Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient complains of blurry vision in distance and intermediate and having hard time watching television. Patient had inadequate vision for driving and patient was having a hard time seeing street signs until almost past them and glare coming from headlights. Glare also happens with artificial light and sunlight. Halos both night and day and left eye had double vision. Glasses did not help. Iol explant scheduled for (B)(6) 2023. Through follow-up, additional information was received that the iol was explanted from the patient¿s ocular sinister in a secondary surgical procedure and replaced with a another johnson & johnson lens, model dib00 20.0 diopter. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-lens exchange was reported as patient doing well at 1-day post-operatively. The explanted iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section h6: health effect - clinical code: 2140 -visual disturbance- dysphotopsia, 2140 glare. Device evaluation: product evaluation was not performed because the product has not been received; it was reported the explanted iol was discarded. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. A search of complaints revealed that two (02) additional complaint folders were found as part of this production order (po) number; and these complaint issues reported were not related. Based on complaint history review (chr) results, no escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.